Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm and to end the therapy. The hp found a clamp on an unused supply line that was open with the cap off during use. The tsr explained the proper procedure with unused supply lines. The hp was going to finish the therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.